Manufacturer narrative:
Additional information was received regarding the gastrointestinal (gi) bleed initially reported. Reference MFR report # 2916596-2018-03260 for the report of the gastrointestinal (gi) bleed. Reference MFR report # 2916596-2018-03258 for the report of the patient¿s previous stroke.

Event description:
Additional information: it was reported that the patient had a final stroke on (B)(6) 2018. No treatment was provided as palliative care was considered due to prior admission for stroke. Palliative care was decided per patient¿s wishes. The patient was altered from baseline: stared into space, tearful, and complained of headache. It was reported by the lvad clinician that at the time of the patient¿s expiration the lvad was operating as expected. No autopsy was performed.

Manufacturer narrative:
Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. The cause of expiration was reported as stroke and gastrointestinal (gi) bleed. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke, neurological dysfunction, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.